Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Intraoperative mastoid roof breach during cochlear implant surgery with csf leakage. The leak was filled intraoperatively with fascia and bone paté. This is a medical complication and not related to the device. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a complication during surgery. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.